Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. There was no moisture damage on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that last week he received a button error alarm on the insulin pump while sleeping. Customer stated that the alarm would not clear. Customer took the battery out and the button error still occurred. Customer then took the battery out for several hours and then installed a new battery. Customer stated that the pump is working fine now. Customer's blood glucose was 146 mg/dl. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer stated that the pump did not get wet. Customer stated that he is working at a camp in virginia and it is hot and humid. Customer stated that a button was pressed for 3 minutes or longer, however, it would not clear. Customer was explained that the pump will need to be replaced. Customer was advised to revert to a back-up plan.